Event description:
Patient states the pump has been using three to four batteries a month and the pump has lost all sound features and the screen seems to be dissolving. This required no physician or hospital intervention. Insulin injections were administered at home.